Manufacturer narrative:
The system controller pcb assembly and user interface pcb assembly were replaced using a post redux repair kit to resolved the issue, and the device software was updated. The device passed all functional and performance testing and was returned to the customer. The replaced system controller pcb assembly and user interface pcb assembly were scrapped by the third-party agent. The cause of the reported issue is isolated to the system controller pcb and user interface pcb assemblies, but further root cause is unable to be determined.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.